Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) arrived onsite and observed that drawer 2-1 was not showing as failed. Hardware test application (hta) testing and application testing were performed, both confirming no issues. The station was powered down, and components including the retractor band and sensors were inspected with no faults found. The issue reported by the customer could not be reproduced, and repeated hta tests confirmed normal functionality with no issues identified. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had failed and the customer requested immediate assistance as the device was scheduled for use within 10 minutes for procedures throughout the day. The customer tried recover and reboot the storage space, but issue persists. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.